Event description:
The physician elected to keep the device implanted and to continue to monitor the patient.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician suspects early end of life on the device. The patient was stable.